Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A4 - patient weight is unknown. A patient experienced ineffective therapy due to autoreducing and high impedances was reported to abbott. As a result, the patient's leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02075. It was reported that following several falls, high impedances were measured at the lead contacts, and the patient had ineffective therapy. X-ray imaging was conducted but did not identify the problem. As a result, surgery occurred in which the leads were explanted and replaced to address the issue.